Event description:
The facility reported a pump that is not beeping or infusing. This problem occurred at an unknown time. There was not patient injury or medical intervention reported. Attempts were made to acquire additional information. No additional information is available at this time.

Manufacturer narrative:
The device has been received for evaluation, however, evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.